Manufacturer narrative:
The hawkone was not received for evaluation. No ancillary devices or cine images from the procedure were received. A single photographic image of the device removed from the patient was received. The photographic image shows a separation at the cutter distal assembly hinge. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a hawkone directional atherectomy catheter as per the IFU with a 6x70 non- mdt sheath and a 300cm 0.014" non-mdt guidewire to treat a 40mm calcified mixed morphology lesion in the left common femoral artery. The vessel was moderately tortuous and had a 7mm diameter. The lesion was not pre-dilated. It was reported that during the withdrawal of the hawkone moderate resistance was encountered and the hypotube of device pulled apart. The tip of the device was snared and removed through the sheath. The procedure was completed without further issue. The lesion was post-dilated. No patient complications were reported as a result of this event.